Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed disk space low error. Analysis of the system log file confirmed that there was malfunction in the ippc (image processing pc). The fse recreated image store and replaced 4 hdds (hard disk drive) of ip-pc. After replacement of hdds of ip-pc and recreation of image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the lateral plane could not store fluoro cine and the frontal plane displayed the message free disk space low. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard drives in both planes. The device was returned to expected functionality.